Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl; treated with manual insulin injection. It was stated that the customer received a no delivery alarm and had to change the set three times. The alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.